Manufacturer narrative:
Results of analysis will be detailed in a follow-up report. The sheath has been returned to manufacturer on 07/13/2006.

Event description:
A disposable tubular sheath for catheter passer 65 cm has been implanted to a patient (date unknown). During the removal of the device, the surgeon constated that the sheath was stretched. No clinical consequence for the pt.